Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leak. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. Customer stated the insulin was passed second o ring. The reservoir will not be returned for analysis.